Event description:
It was reported that sterile water leaked. The device was used in the operating room. The catheter had no issues during pretest, but after the catheter was placed in the patient, sterile water leaked from the drainage funnel and the catheter fell out of the patient. As per follow-up received vid ibc on 31jan2023, stated that the event occurred after catheter placement to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked. The device was used in the operating room. The catheter had no issues during pretest, but after the catheter was placed in the patient, sterile water leaked from the drainage funnel and the catheter fell out of the patient. As per follow-up received vid ibc on (B)(6) 2023, stated that the event occurred after catheter placement to the patient.